Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that it was impossible to open the device. Moreover, it was reported that the rotary mechanism jams.

Event description:
It was reported that it was impossible to open the device. Moreover it was reported that the rotary mechanism jams.

Manufacturer narrative:
The event was confirmed. Material analysis concluded that the adjustment wheel seized due to galling between the inner diameter of the wheel and the shaft of the wheel locking nut. Device history review indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 6 other events for the lot referenced. The results of previous investigations indicate that the device did not function properly due to a lack of lubrication. The investigation concluded that rotary mechanism jamming was caused by galling as potential root cause that contributes to the seizing the triathlon adjustable spacer block.